Event description:
It was reported that during laparoscopic cholecystectomy the clips loaded correctly, but while being fired the clips came out flipped or in the opposite position that they were supposed to come out. Also the clip was not staying on the vessel once applied. Another device was used to complete the procedure. There was no patient injury, and not change to the outcome of the surgery.

Manufacturer narrative:
The expiration date of the device was either 06/01/2014 (lot # 1677450) or 02/01/2014 (job # 1634490). Two devices were returned for evaluation. Both devices were returned in good visual condition. One device was returned with two unformed clips in the packaging, and one device was returned with four clips, two of which did not have proper pinch and alignment. The jaws of each device appeared to be in alignment and the clip retainer, push fork, and jaw clearance on each device was acceptable. Both devices were returned empty of clips with the locking mechanism engaged as intended. The device history records of both devices were reviewed and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event. The MFR date of the was either 06/2013 or 02/2013.